Manufacturer narrative:
H3: work order search: no similar complaints within associated lots were found. Manufacturer narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim# (B)(4)

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injection/delivery into the eye. There was patient contact. Reportedly, "the lens was not implanted because it broke during injection. A few days later, the patient presents with a possible endophthalmitis, and he is now being treated with antibiotics, but his visual acuity is severely reduced." Treatment was provided (intravitreal injection and corticosteroids). Cause of the event is unknown.

Manufacturer narrative:
Correction: d4. Claim# (B)(4).

Manufacturer narrative:
B5: replacement lens was implanted. Reportedly, "the patient is gradually recovering vision." There are multiple medical device reports associated with this patient. This report is 1 of 3 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6: 3331 - device history rocord review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5: this report is 1 of 1 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim# (B)(4).